Event description:
Additional information was obtained and indicated that the patient was brought in for evaluation and normal impedance numbers were obtained. The patient will be followed daily with the patient remote monitoring system to see if impedance falls out of range. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.